Manufacturer narrative:
Analysis of wr9200 (B)(6) recharger found led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger would keep going off and they reset, it was not reading very well and it took forever to charge the pt's ins, now it has scrolling lights that won't quit. Worked with caller to reset the charger on and off the dock. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.